Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced cardiac arrest. Device check noted that there were stored ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes, and that one episode was treated with a successful 41 joule shock. It was also found that the system had exhibited undersensing and that the patient had experienced syncope. The device was reprogrammed; the sensitivity was lowered and vf duration was decreased. At this time, the system remains in service. No additional adverse patient effects were reported.